Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h11. Corrected field: h6 (investigation findings).

Event description:
N/a.

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, g3, g6, h11. Corrected fields: g2 (report source), h6 (type of investigation).

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID (B)(4).

Event description:
It was reported that during intra aortic balloon (iab) therapy there was a gas loss alarm.no patient harm or injury reported.

Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h6 (type of investigation, investigation findings and investigation conclusions), h11. Corrected field: h6 (medical device problem code). No decon or visual inspection performed since product was not returned and could not be evaluated. An emergency support call was made by megan, an rn in the micu, regarding a gas loss alarm on a device. No patient harm or injury occurred. The complaint was related to a field safety corrective action (fsca). Megan had temporarily resolved the alarm by disconnecting and reconnecting the helium tubing. Proper troubleshooting steps were reviewed, including checking for blood/discoloration in the tubing and using the iab fill key. The patient had a fever, which seemed to correlate with the alarm, but the fever was unrelated to the device. Megan was advised to call back if the alarm recurred frequently for further troubleshooting. Based on the event description, the gas loss alarm activation, potentially triggered by patient-related factors (such as fever), but not due to device malfunction or tubing contamination. The alarm was resolved by reconnecting the tubing, and no device defect or blood in the tubing was found. The failure mode is addressed in the risk file and is operating within its risk profile. The IFU addresses the reported failure. The device meets all product specifications. There were no ncmrs identified which could cause or contribute to the reported failure. The investigation does not indicate that the device was inadvertently released as non-conforming or an adulterated product or was a counterfeit. The complaint history review did not identify an adverse trend (increase in number of complaints over past three (3) months). Based on the rational provided above, no escalation to the CAPA process is required.